Event description:
It was reported to nova biomedical, that a consumer received a result of 196 mg/dl on their blood glucose meter. The consumer administered an unknown amount of insulin based on the result. The consumer then experienced a hypoglycemic event which did not require any medical intervention.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.